Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber metal cap broke. The fiber was replaced to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual and microscopic inspection found that the glass cap and metal cap were detached. The level of devitrification could not be determined due to the glass cap was not returned. The hene (helium-neon) test found no breaks along the fiber length. The connector segment verification test confirmed that the cone, segments, and tabs are in good condition and secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Based on the analysis results of the fiber tip, the device likely experienced inadvertent heavy tissue contact and a decrease in saline flow, causing elevated temperatures that may lead to cap/tip detachment. Therefore, the reported complaint is confirmed.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber metal cap broke. The fiber was replaced to complete the procedure. There were no patient complications reported.